Manufacturer narrative:
The customer cancelled the service call.

Event description:
The customer reported that the 9900 system displayed a voltage error code during a case. No patient injury was reported.